Event description:
Clinical history: procedure: pt with pvd underwent a thrombectomy of sfa. Physician was utilizing a quick cross catheter to cross the total occlusion. Spnc rep was not present for the case, but was informed several days proceeding the event. The report given to the spnc rep was "there was alot of thrombus and I think he just pulled too hard." The size of the tip and its approximate location was not given. The md attempted to snare the distal end of the device, but was unsuccessful at removing the foreign body. One to two days after the initial procedure, the md returned to the sfa and "stented and ballooned" the entire vessel. Per the spnc clinical (rn) rep "the distal tip of the qc is firmly embedded between the vessel wall and the stent. The physician stated '..... It's not going anywhere'." Pt status: there have been no reported complications. Failure analysis: there was no device available for return to spnc, however, the md stated the device was not to blame for the complication.